Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.

Event description:
An allegation from an attorney indicated the patient died approximately 4 years and 3 months post implant of the right ventricular lead. It was also noted the patient suffered extreme physical injury.